Event description:
Procedure type: lap gastric bypass. According to the reporter: stapler was fired and upon opening, the surgeon tried to remove the stapler from the pouch and noticed the anvil did not tilt. The surgeon also noticed that the staples did not seem to be formed correctly. The anvil was forced to tilt and after removing and looking at the donut, unformed staples were seen in the donut. The surgeon over sewed the staple line to prevent any leak and stop the bleeding. Surgery time was extended one hour.